Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Evaluation results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her ipg on (B) (6) 2009. It was reported that the pt was able to recharge up through aug 10, but she noticed on sept 3 that her charger would not communicate at all with the ipg. The pt was in the hosp for migraines for 7 days, then attempted to recharge on (B) (6) 2009 and (B) (6) 2009, but she only got the orange flashing light. Attempts at communication with a new charger were unsuccessful. X-rays were taken which verified the system was in place correctly. The physician explanted and replaced the ipg. The explanted ipg was discarded and not returned to the MFR for evaluation. Follow-up on the pt found that she had not had any further issues.